Event description:
The customer reported approximately 5 mls of clear fluid was leaking from the blood sampling valve (bsv) in the coulter lh 750 hematology analyzer. The leak was contained. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The fse confirmed the leak from a loose bsv knob. The fse tightened the knob resolving the leak. (B)(4).